Event description:
It was reported that the pt was unable to adjust stimulation with or without antenna attached. The amplitude was at 5.0 v with one anode and one cathode (bi-polar) and back to (B)(6) 2010 pt had the device set to over 8.0 v. It was further reported that the pt battery had expired and was replaced (B)(6) 2010. Following replacement she felt stimulation at an amplitude setting of 2.0.

Manufacturer narrative:
(B)(4).